Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: 1. What were the indications for surgery? Ans: rectal cancer. 2. Did the patient receive any preoperative chemotherapy or radiation? Ans: surgeon cannot recall this information. 3. Were there any issues experienced with the device in the initial surgical procedure? Ans: no. 4. What healthcare professional fired the device and what is his/her experience with the device? Ans: the main surgeon doing the surgery. The surgeon is an experienced surgeon with over 15 years of experience in colorectal surgery. 5. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Ans: low-b. 6. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Ans: yes. 7. Were there any issues with device use/firing? Ans: no. 8. What confirmation was received that the device completed the firing sequence? Ans: the crunch noise of the breakaway washer being cut was heard followed by the green checkmark lighting up. 9. Was the green checkmark visible at the end of the firing? Ans: yes. 10. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Ans: 2 full 360 degrees counter-clockwise revolutions. 11. Was there any difficulty removing the device? Ans: no. 12. Was a complete transection of the white breakaway washer visually confirmed? Ans: yes. 13. Were the donuts inspected? Ans: yes, both proximal and distal donuts were inspected and were complete donuts. 14. Were there any issues noted with staple formation? Ans: no. 15. Was a leak test performed? Ans: yes, an air-leak test was done intra-op to check the integrity of the staple line. 16. Was the staple line visualized endoscopically during the initial surgical procedure? Ans: no. 17. How was the leak identified? Ans: CT scan. 18. What was observed at the site of the leak upon reoperation? Ans: half of the staple line was disintegrated. 19. How was the leak addressed? Ans: hartmann¿s procedure. 20. What is the current patient status? Ans: patient is doing well and has been discharged. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that circular anastomosis of colon (anterior resection) was done using echelon circular powered stapler, 29mm (cdh29p). Air leak test was done intra-op and no leaks or anomalies was observed. Leak from the staple line was identified on post-op day 7. Patient had to undergo another surgery to rectify the leak. When the abdomen was accessed, it was noted that half of the staple line had opened-up (disintegrated). Surgeon used a contour to remove the distal portion of the disintegrated staple line and gave the patient a temporary colostomy bag. Patient is reported to be doing fine and will have to undergo another reversal of hartmann's procedure to reconnect the colon and remove the colostomy bag.